Event description:
Customer's spouse reported via phone call that customer had high blood glucose of 540 mg/dl due to eating a big breakfast. Customer had symptoms of diarrhea and vomiting. Caller requested assistance on usage of the bolus wizard. Caller states that the meter was not working correctly and the last reading stated that blood glucose was over 600 mg/dl. Customer did not want to troubleshoot due to not wanting to waste insulin. Customer was advised to seek medical attention for high blood glucose. Caller reported that they would contact healthcare professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.